Event description:
It was reported that 30 patients underwent anterior cervical fusion procedures using a cervical plating system with a left-sided approach. All patients were immobilized in either a hard collar of a two-poster brace postoperatively. Fifteen patients reported dysphagia at one month post-op. Twelve patient's reported dysphagia at 2 months post op. Four patients reported dysphagia at 6 months post op. Two patients reported dysphagia at 12 months postop. No patients reported dysphagia at 24 months postop.

Manufacturer narrative:
(B) (4). Literature article citation: lee et al. Influence of anterior cervical plate design on dysphagia. Journal spinal disorders & techniques 2005; 18:406-409. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.